Event description:
The customer contacted beckman coulter inc. To report two of their unicel dxh 800 coulter cellular analysis system generated erroneous low retic (as compared to a manual count) and high basophils (ba) with no instrument generated flags on a (B)(6) patient with regenerative anemia g6pd enzymatic deficit. The customer also reported that their beckman coulter lh 750 hematology analyzer generated a similar erroneous low retic value; however, an instrument generated message 'abnormal retic distribution' was present to alert the user to further review the results. Ba value was validated by the customer and is considered correct. The customer dxh 800 generated 6.70% reticulocytes without generating any flag. The retic scatterplot showed no abnormality with good separation between populations. The sample was analysed on lh 750 and 6% but with a flag of "abnormal retic distribution" was obtained. The customer reviewed the slide with cresyl blue staining and found 23% of reticulocytes. The customer questioned the results due to the patient's history and correct results were obtained by performing a manual retic count. This report addresses the event on one of the two unicel dxh800 systems (s/n (B)(4)). The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The sample was edta: fresh blood sample. Controls run before and after the incident recovered within range. The unit is currently performing within published specifications.

Manufacturer narrative:
Per email from international quality assurance, raw data files are no longer available as the customer purged the data. The customer acknowledged erroneous high ba on the dxh 800s; the lh result was validated and is considered correct. The customer called the hotline to complain about low mo# for one lot of 6c. Support decided to order a flow cell and verify the system. A field service engineer (fse) changed the flowcell, cleaned the distribution valve, aligned the laser, and ran latron. The cause for the low retic is unknown; however, the issue was resolved with the service. MDR associated with this event are 1061932-2012-00892, 1061932-2012-00893, 1061932-2012-00894.